Event description:
Additional information received reported that the patient had come in for a pump refill and upon interrogation it had been discovered that the pump had stalled. The pump stalled longer than 48 hours so the pump was stopped with a code. The pump was explanted on (B)(6) 2014. No rotor study or dye study were performed. There was no patient injury or death. The patient's status after the device was removed was "recovered without sequela." No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted when more information becomes available.

Event description:
It was reported that a motor stall had been confirmed in the event logs with no motor stall recovery recorded. The pump had been stalling and recovering off and on since (B)(6) 2014. The most recent stall occurred on (B)(6) 2014 with a tube set occurring on (B)(6) 2014 and no recovery date. No one had made any mention of hearing the pump alarm or known of anything different for the patient as far as symptoms were concerned. The patient was in a nursing home and was not doing well so the health care provider (hcp) had the pump programmed to ¿pump off state¿. The pump was infusing dilaudid. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted when more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump found motor gear train anomalies. There was corrosion, wear, and lubrication as well as a stall due to shaf t-bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.